Event description:
It is reported that the device was revised in 2008, due to broken poly post. The implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.